Event description:
Patient underwent a laparoscopic robotic assisted left partial nephrectomy. Tip cover accessory was reportedly checked during a break in the case - tip found to be splitting near monopolar scissors tips. Operative time about 204 minutes. No patient harm reported.